Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plunger arm is stuck. No patient injury reported.

Manufacturer narrative:
Other text: d10, h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have its tamper seals broken and the plunger arm stuck and unmoving, confirming the reported issue. The issue was traced to the square shaft of the arm, which was determined to be misassembled. The investigation attributed the root cause of this condition to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The plunger arm square shaft was reassembled and preventative maintenance was performed.